Manufacturer narrative:
Shin-yu huang et al, gender differences of electrophysiologic characteristics in patients with accessory atrioventricular pathways, heart rhythm journal, december 2010 device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported in a journal article that following a radiofrequency ablation procedure complications occurred. A total of 1821 consecutive patients with accessory atrioventricular pathways from 1989 to 2009 were referred for electrophysiologic study and radiofrequency catheter ablation. A deflectable large tip electrode catheter (4mm distal electrode, boston scientific) was used for mapping and ablation. The complication rates, including complete atrioventricular block (0.38%), cardiac tamponade (0.22%), aortic dissection (0.11%), peripheral vascular embolism (0.11%), coronary spasms (0.11%) and ruptures of the coronary sinus (0.05%) were similar between the genders. The need for a second ablation procedure was similar for men and women (1.9% vs 1.8%).